Event description:
A report was received that the patient had discomfort at the generator site. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well postoperatively.